Manufacturer narrative:
Four mountaineer head to head cross connector inner screws (product code: 1883-41-200, lot numbers: bdi16sb, bdis3se) were returned to the complaints handling unit (chu). Three of the four returned inner screws featured thread damage. Each screw with damaged featured threads torn on one specific face of the screw. The damage extended over several full rotations of the screw¿s body, resulting in a section of thread torn off for the first several rotations of the screw. The damage may have occurred by the outer nut being inadvertently cross-threaded upon insertion, resulting in unexpected forces being placed on the inner screws¿ threads during tightening, causing the threads to break off at certain intervals. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. A root cause for the inner screw threads being torn cannot be determined from the samples and the information provided. A potential root cause is inadvertently cross threading the outer nut during insertion, resulting in unexpected forces being placed on the inner screws¿ threads during tightening, causing the threads to break off at certain intervals. This may have been facilitated by the tightener ratcheting at higher than anticipated torque values. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(4). Instrumentation was performed using the mountaineer system for the patient with cervical spondylosis. During final tightening of the hh cross connector, the inner screw was placed without problem, however, the outer nut could not be fixed onto the inner screw since torque was not applied with the tightener. The surgeon replaced the implants and re-tried, but could not apply torque again. The surgeon gave up final tightening and completed the case with 15-minute delay. After surgery, a metal piece was found in the tightener. Sem 12/9/2014: clarification requested of affiliate. Sem 12/10/2014: request for further clarification. Did cross connector tightener's end spin during tightening or did the torque feature not function? Also, from where did the broken piece of metal come? Sem 12/16/2014: reply: the tightener was spinning/not grabbing during tightening. The origin of the metal piece found in the tightener is unknown.